Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system including two percutaneous leads (from the same lot) on (B)(6) 2009. It was reported the pt is not getting stimulation in the correct location. X-rays showed lead migration. A medical intervention is pending to resolved the issue. No further info is available at this time.